Event description:
It was reported when using the bd vacutainer® k3e 7.2mg plus blood collection tubes customer reports a missing plastic seal on which the needle is inserted for withdrawal. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: missing plastic seal on which the needle is inserted for withdrawal incident occurred before use.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k3e 7.2mg plus blood collection tubes customer reports a missing plastic seal on which the needle is inserted for withdrawal. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: missing plastic seal on which the needle is inserted for withdrawal incident occurred before use

Manufacturer narrative:
H.6. Investigation summary: bd received 2 photographs from the customer in support of this complaint, showing the cap with the missing stopper. 100 retained samples were visually inspected, and no missing stoppers were found. Bd was able to confirm the customer¿s indicated failure mode with the photos provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored.